Event description:
It was reported that during a salpingo-oophorectomy procedure, the movable part of the shears, with white tissue pad, broke off. The broken piece was retrieved from the pt. The case was converted to open to complete. There was no pt consequence.